Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The instructions for use (IFU) state the following warning: incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. The valves remain implanted in the patients. In this case, the cause for the valve-in valve procedure is unknown as limited information was provided in the presentation. There was no allegation or indication a device malfunction contributed to these adverse events. Per presentation, carotid artery (ca) with sapien 3 valve was safe and effective. In addition, ca should be considered as first-line alternative approach for tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A multi-centre french registry review was presented at pcr london valve 2018, ¿transcarotid approach for tavr with the sapien 3 prosthesis: a multicentre french registry¿. The authors investigated the procedure characteristics 30-day safety and efficacy outcomes in patients who underwent tavi with sapien 3 valve by transcarotid approach between an inclusive period of 2014 through 2018. Per the presentation, three patients required a valve-in-valve procedure.